Event description:
It was reported the rigid endoscope telescope had a cracked lens. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could have occurred due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. However, the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.